Event description:
It was reported that on (B)(6) 2009: the patient presented with bilateral l4-5 and l5-s1 facet joint syndrome, lumbar sprain/ strain, and low back pain. The patient underwent a bilateral l4-5 and l5-s1 facet joint steroid injection under fluoroscopic guidance. No complications were reported. (B)(6) 2009: the patient presented with bilateral l4-5 and l5-s1 lumbar facet joint pain, lumbar sprain/ strain, and lumbalgia. The patient underwent a bilateral l3, l4, and l5 medial branch blocks under fluoroscopic guidance. No complications were reported. (B)(6) 2009: the patient underwent CT of the lumbar spine. Impression: degenerative disc disease. (B)(6) 2009: the patient presented with low back pain, lumbar disc displacement and right l2-3, l3-4, l4-5, and l5-s1 lumbar provocation discography under fluoroscopic guidance and nucleogram interpretation. Findings: l4-5, concordant pain, abnormal nucleogram; l5-s1, concordant pain, abnormal nucleogram. (B)(6) 2010 : the patient presented with preoperative diagnoses of degenerative disk disease and herniations at l4-5 and l5-s1 and spinal stenosis at l4-5. The patient underwent the following procedures: l4-s1 posterior spinal fusion with instrumentation; decompression l4-5 and l5-s1; posterior lumbar interbody fusion with cages and rhbmp-2/acs; lumbar laminectomy l4-5; lumbar laminectomy and discectomy l5-s1; fat pad grafting. Per the op notes, 2 small incidental durotomies were encountered. These were repaired immediately and no spinal fluid leakage was encountered. Following removal of the disc at l4-5, a half of a small pack of rhbmp-2/acs was wrapped around tricalcium phosphate and packed into the anterior aspect of the disc space. This was followed by the peek cage, which itself was packed with a half of a small pack of rhbmp-2/acs wrapped around tricalcium phosphate. Next at l5-s1, the disc was removed, and a half of a small pack of rhbmp-2/acs was obtained and wrapped around tricalcium phosphate. This was positioned in the anterior aspect of the disc space. The remainder half of the small pack of rhbmp-2/acs was also wrapped around tricalcium phosphate and positioned into the cage. Following decortication of both levels, two large packs of rhbmp-2/acs were wrapped around tricalcium phosphate bilaterally into the lateral gutters at l4-5 and l5-s1, 1 large pack for each level. (B)(6) 2010: specimen collected during the patient¿s procedure was analyzed. Diagnosis: l4-5 disc, fragments of fibrocartilage and bone; l5-s1, fragments of fibrocartilage. (B)(6) 2010: the patient was discharged home. (B)(6) 2010. The patient underwent x-rays of the lumbar spine. Impression: post-operative changes l4-s1, slight loss of height of t12 and l1. (B)(6) 2011: the patient underwent MRI of the lumbar spine which showed bilateral l4 and l5 laminectomies with some moderate epidural fibrosis at l4 and l5, and mild to moderate stenosis and travel narrowing noted muscle with l2 and l3. (B)(6) 2011: the patient underwent cat scan of the lumbar spine which showed a fracture of the proximal aspect of bilateral pedicle screws with slight angulation. X-rays confirm fracture of bilateral s1 pedicle screws at the posterior aspect of the vertebral body. (B)(6) 2011: the patient underwent a urine drug screen that came back positive for vicodinuse. (B)(6) 2011: the patient underwent a bilateral s1 transforaminal epidural steroid injection. (B)(6) 2011: x-rays of the cervical spine show minimal spondylosis with endplate spurring at c5-6. (B)(6) 2011: the patient presented with bilateral s1 radiculitis and foraminal stenosis . The patient underwent a bilateral s1 transforaminal epidural steroid injection under fluoroscopic guidance. No complications were reported. (B)(6) 2012: the patient presented with burning pain across his low back with radiation to his left and right lower extremity. The patient also reports neck pain with radiation to left lateral arm and forearm. Assessment: neuritis or radiculitis, thoracic or lumbosacral; postlaminectomy syndrome lumbar; lumbago; brachial neuritis or radiculitis; cervicalgia. (B)(6) 2012: the patient presented with low back pain and left leg pain as well as left sided neck and arm pain. Assessment: postlaminectomy syndrome lumbar region; brachial neuritis or radiculitis. (B)(6) 2012: the patient presented with low back pain and left leg pain as well as left sided neck and arm pain. Assessment: brachial neuritis or radiculitis; spondylosis cervical without myelopathy; neuritis or radiculitis thoracic or lumbosacral. (B)(6) 2012: the patient underwent an MRI of the lumbar spine. Impression: l3-4, small diffuse disc bulge which causes mild bilateral foraminal narrowing, but no central canal stenosis; l4-5, there is a right paracentral ossification extending from the l4-5 vertebral body which narrows the right lateral recess. There is moderate bilateral neuroforaminal narrowing; l5-s1: there is a right paracentral ossification extending from the l5-s1 vertebral bodies which narrows the right lateral recess. There is moderate bilateral neuroforaminal narrowing. (B)(6) 2012: the patient presented with pain across his low back with radiation to his left and right lower extremity. The patient also reports neck pain with radiation to left lateral arm and forearm. Assessment: neuritis or radiculitis, thoracic or lumbosacral; postlaminectomy syndrome lumbar; lumbago; chronic pain. (B)(6) 2012: the patient presented with low back and left leg pain as well as left sided neck pain that radiates into the left arm. The patient also reports numbness and tingling . Assessment: brachial neuritis or radiculitis; neuritis or radiculitis thoracic or lumbosacral; spondylosis cervical without myelopathy; postlaminectomy syndrome lumbar region; lumbago. (B)(6) 2012: the patient presented for CT of the lumbar spine. Impression: well positioned hardware; well incorporated bilateral pa ravertebral bone graft; widely patent decompressive laminectomy l4 and l5. (B)(6) 2012: the patient presented for neurodiagnostic studies. Impression: abnormal tests results; there is electrophysiologic evidence to suggest an acute (less than 1 year in length) lumbar radicular compromise at the l5/s1 levels. There is emg evidence of a mixture of acute and chronic denervation activity in the middles to lower lumbar paraspinals (l4-s1 areas), as well as acute denervation activity in both lower extremities with a common s1 nerve root component, an abnormal peroneal f-wave suggest possible compromise at the l5 level as well; there is no evidence of a postganglionic compromise of the proneal, tibial, or sciatic nerves. There is no evidence of an underlying polyneuropathic process, myopathy, or motor neuron disease. (B)(6) 2012: the patient underwent a bilateral s1 transforaminal epidural steroid injection. (B)(6) 2012: the patient presented with bilateral sacroiliac si joint dysfunction and low back pain. The patient underwent a bilateral si joint steroid injection under fluoroscopic guidance. No complications were reported. (B)(6) 2012: the patient presented with 25% relief of low back symptoms and 50% relief from his sciatic symptoms. (B)(6) 2012: the patient presented with low back pain that radiates into the bilateral leg, but more left than right. The patient also reports left sided neck and arm pain. Assessment: brachial neuritis or radiculitis; cervicalgia; intervertebral disc displacement, cervical/lumbar without myelopathy; lumbago; chronic pain syndrome; myalgia and myositis; liver disorders; electrolyte and fluid disorder; male genital organ disorder. (B)(6) 2012: the patient presented with left c5 and c6 radiculitis, right c5 and c6 foraminal stenosis. The patient underwent a left c5 and c6 transforaminal epidural steroid injection under fluoroscopic guidance and digital subtraction imaging. (B)(6) 2012: the patient presented with bilateral s1 radiculitis and foraminal stenosis. The patient underwent a bilateral s1 transforaminal epidural steroid injection under fluoroscopic guidance. No complications were reported. (B)(6) 2012: the patient presented with bilateral s1 radiculitis and foraminal stenosis. The patient underwent a bilateral s1 transforaminal epidural steroid injection under fluoroscopic guidance. No complications were reported. (B)(6) 2012: the patient underwent a second left c5 and c6 transforaminal epidural steroid injection under fluoroscopic guidance and digital subtraction imaging. (B)(6) 2012: the patient presented with left arm numbness, pain, tingling, bilateral arm numbness, pain and tingling. The patient underwent electrodiagnostic evaluation. Upper extremity motor nerve conduction study found: left median motor nerves reveals prolonged latencies, low amplitude and normal conduction velocity with the right showing normal motor latency amplitude and conduction velocity, bilateral ulnar motor nerves reveals normal latencies, normal amplitude and normal conduction velocity. Sensory nerve conduction study found: left median sensory nerves reveals prolonged latencies, low amplitude and normal conduction velocity with the right sensory median showed normal latency amplitude and conduction velocity, bilateral ulnar sensory nerves reveals normal latencies, normal amplitude and normal conduction velocity, median/radial comparison study reveals significant difference in latencies on the left and no significant difference on the right, h-reflexes were performed and revealed no difference between latencies bilaterally. Needle emg testing found: normal motor units, no polyphasic units, no increased duration and no denervation potentials in the selected muscles tested, except for the abductor pollicis brevis on the left and increased polyphasic units and increased duration, brachii did show some increased polyphasic units slightly. Impression: carpal tunnel syndrome; no acute cervical radiculopathy; no peripheral neuropathy; no myopathy. (B)(6) 2012: the patient presented with 50% relief of symptoms since the procedure. The patient also underwent a left carpal tunnel injection. No complications were reported. (B)(6) 2013: the patient reported 90% relief of symptoms right after the injections, but states they are returning. (B)(6) 2013: the patient underwent a lumbar surgery to revise/remove bone growth. (B)(6) 2013: the patient presented with burning pain across his low back with radiation to his left and right lower extremity. The patient also reports neck pain with radiation to left lateral arm and forearm. Assessment: brachial neuritis or radiculitis; cervicalgia; intervertebral disc displacement lumbar without myelopathy; chronic pain. (B)(6) 2013: the patient presented for physical therapy. (B)(6) 2013: the patient presented with low back pain with radiation into the buttock and posterior thigh and left sided neck and arm pain. The patient¿s weight was measured to be (B)(6) lbs. Assessment: lumbago; chronic pain; postlaminectomy syndrome lumbar region; chronic pain syndrome; intervertebral disc displacement (B)(6) 2013: the patient presented with low back pain radiating into the buttock and posterior thigh and left sided neck and arm pain. Assessment: lumbago; chronic pain; postlaminectomy syndrome, lumbar; neuritis or radiculitis thoracic or lumbosacral; chronic pain syndrome. (B)(6) 2013: the patient presented for a computed radiograph of the lumbar spine. Impression: no abnormal motion in the lumbar spine status post removal of hardware from lumbosacral fusion. (B)(6) 2013: the patient presented with low back pain and left leg pain as well as left sided neck and arm pain. Assessment: neuritis or radiculitis, thoracic or lumbosacral; chronic pain; postlaminectomy syndrome lumbar region; drug dependence. (B)(6) 2013: the patient presented with bilateral s1 radiculitis and foraminal stenosis. The patient underwent a bilateral s1 transforaminal epidural steroid injection under fluoroscopic guidance. No complications were reported. (B)(6) 2013: the patient presented stating the injection did not have long lasting relief of his symptoms. (B)(6) 2013: the patient underwent MRI of the cervical spine that showed straightening of the normal cervical lordosis. There is broad based bugling worse at c5-6, c6-7. There is mild left neural foraminal stenosis of c3-4 through c5-6 secondary to uncovertebral and facet joint hypertrophy. (B)(6) 2013: the patient underwent a racz epidurolysis, epidural lysis of adhesions under fluoroscopic guidance and caudal epidural. (B)(6) 2013: the patient presented stating he has had 50% relief of his symptoms since his procedure. (B)(6) 2013: the patient underwent a left c6 and c7 transforaminal epidural steroid injection under fluoroscopic guidance. (B)(6) 2013: the patient presented with left sided neck and arm pain with radiation into the left hand. There is also pain in the lower back, and is described as different, slightly lower than his normal pain. Assessment: sacroiliac joint dysfunction. (B)(6) 2013: the patient presented with bilateral sacroiliac si joint dysfunction and low back pain. The patient underwent a bilateral si joint steroid injection under fluoroscopic guidance. No complications were reported. (B)(60 2013: the patient presented stating he had 0% relief of his symptoms from his si joint injection. (B)(6) 2013: the patient presented for physical therapy. (B)(6) 2013: the patient presented with low back pain that radiates posteriorly down the left leg to the foot and left neck pain that radiates into the left arm as well as numbness and tingling. Assessment: cervicalgia; brachial neuritis or radiculitis; neuritis or radiculitis thoracic or lumbosacral; intervertebral disc displacement lumbar without myelopathy. (B)(6) 2013: the patient underwent a carpal tunnel injection in the left wrist. No complications were reported. (B)(6) 2013: the patient presented with burning pain across his low back with radiation to his left and right lower extremity. The patient also reports neck pain with radiation to left lateral arm and forearm. Assessment: intervertebral disc displacement lumbar without myelopathy; neuritis or radiculitis, thoracic or lumbosacral; postlaminectomy syndrome lumbar region. (B)(6) 2013: the patient presented with lower limb radiculitis, postlaminectomy syndrome, epidural fibrosis, and lumbar stenosis. The patient underwent a racz epidurolysis, epidural lysis of adhesions under fluoroscopic guidance and caudal epidural. (B)(6) 2013: the patient presented with low back and left leg pain as well as left sided neck pain that radiates into the left arm. The patient also reports numbness and tingling. Assessment: intervertebral disc displacement lumbar without myelopathy; neuritis or radiculitis thoracic or lumbosacral; lumbago; postlaminectomy syndrome lumbar region; chronic pain syndrome. (B)(6) 2013: the patient underwent MRI of the thoracic spine which was normal, and showed no stenosis. (B)(6) 2013: the patient presented with burning pain across his low back with radiation to his left and right lower extremity. The patient also reports neck pain with radiation to left lateral arm and forearm. There is also numbness and tingling. Assessment: neuritis or radiculitis, thoracic or lumbosacral; lumbago; postlaminectomy syndrome lumbar; chronic pain syndrome; cervicalgia. (B)(6) 2014: the patient presented with low back pain with radiation to both lower extremities as well as pain in the left neck with radiation down into the left arm. The patient also reports numbness and tingling. (B)(6) 2014: the patient presented with lower back pain radiating into the lower extremities as well as left side neck pain radiating into the upper extremities. The patient also reports numbness and tingling. Assessment: carpal tunnel syndrome; neuritis or radiculitis thoracic or lumbosacral; postlaminectomy syndrome lumbar region; chronic pain syndrome. (B)(6) 2014: the patient presented with postlaminectomy syndrome, epidural fibrosis, chronic pain, and lumbar radiculopathy. The patient underwent a bilateral thoracic spinal cord stimulator trial using 2 leads. No complications were reported. (B)(6) 2014: the patient presented with lower back pain radiating into the lower extremities as well as left side neck pain radiating into the upper extremities. The patient also reports numbness and tingling. Assessment: postlaminectomy syndrome, lumbar; lumbago; neuritis or radiculitis, thoracic or lumbosacral; intervertebral disc displacement lumbar without myelopathy; cervicalgia. (B)(6) 2014: the patient presented with a preoperative diagnosis of bilateral greater trochanteric bursitis. The patient underwent a bilateral greater trochanteric bursa injection. No complications were reported.

Manufacturer narrative:
(B)(6), (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.